Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that during preventive maintenance, there was iab catheter restriction and can¿t pump the balloon. No patient involvement.

Manufacturer narrative:
Updated fields: b3, b4, g1, g3, g6, h2, h6, h11.

Manufacturer narrative:
Updated fields: b4, d9, g1, g3, g6, h2, h6 (type of investigation, investigation findings, investigation conclusion), h11. A field service engineer (fse) checked the front-end pcb, executive processor, and motor control board, and identified a failure in the pneumatic interface module (pim). The fse replaced the pneumatic interface module, rohs (part no. 0997-00-1178). Following the replacement, a functional check was performed in accordance with factory specifications. The unit was returned to the customer for clinical use. The failure analysis and testing dept. Received part with a reported unit failure of a catheter restriction and failing to pump. The fat performed a visual inspection and found the part to be in good condition. The fat installed the pim in cardiosave test fixture and tested the part to factory specifications per the cardiosave. No failure confirmed. Retaining the part in the failure analysis and testing department per procedure.